Manufacturer narrative:
Investigation included review of the complaint details and collection of device identifiers. Investigation of this case revealed that the device generated an alert consistent with a motor stall during setup and could not proceed through the workflow. It was concluded that the device experienced a functional failure consistent with a motor stall; the device return is pending for further evaluation.

Event description:
It was reported that during a supply change the ilet displayed an alert and would not allow the user to proceed; a restart and a dry run were attempted, but the device again alerted prior to filling and the user could not continue, consistent with a motor stall that was not resolved after priming and rewinding. Symptoms included no adverse clinical effects reported. Outcomes included use of backup therapy and shipment of a replacement device.